Event description:
The user facility reported that there was leakage from the endoeye flex deflectable videoscope. There was no report of patient or user harm due to the event. The device was sent to an olympus service center for evaluation. The device inspection and testing found the objective lens adhesive was peeling off, and there was no image due to noise. This report is being submitted for the reportable malfunctions (objective lens adhesive peeling off and noisy image) found during the device evaluation. Additional details were requested regarding the reported event; however, additional information was not available.

Manufacturer narrative:
Device inspection and testing found that the peeling of the objective lens adhesive was caused by deterioration or breakage of the adhesive due to chemical/physical stress. The no image due to noise issue was found to be caused by deformation/breakage of the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the peeling adhesive from the objective lens was likely caused by physical stress due to dropping or hitting the device on a hard surface or object, or deterioration due to chemical stress that can occur from the cleaning, disinfection and sterilization processes. The noisy/no image was likely due to failure of the damaged video connector. A definitive root cause for these issues could not be determined. In addition, service found there was leakage from the insertion tube/bending section due to holes in the adhesive caused by external factors, confirming the customer's reported water leakage. The device evaluation also found the video connector case was cracked, the video connector was scratched, and white spots were seen on the image. Several of the device components were scratched and chipped, due to wear and external factors. Per the legal manufacturer, these other device defects found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 15-feb-2022.